Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Additionally, low out of range pace impedance measurements were observed. Loss of capture (loc) was also suspected. (B)(6)technical services (ts) was consulted and recommend an in-clinic thorough lead evaluation. No adverse patient effects were reported. At this time this device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).